Event description:
The customer reported that the insulin pump kept on rewind mode. Troubleshooting was performed. The customer stated that the pump was vibrating. Troubleshooting was performed. Customer was assisted to reset the time/date, to rewind, and to prime the device. During the call, the customer mentioned that he was hospitalized for high blood glucose of 458 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.